Event description:
A customer contacted baxter's technical service center to request assistance bypassing initial drain on the homechoice (hc) machine. The nurse stated there were air bubbles in the patient line. The technical service representative (tsr) advised the nurse to verify the patient line was fully primed before connecting the home patient to it in the future. The tsr advised the nurse to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 product surveillance contacted the registered nurse (rn) regarding this event. Per the rn the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. There was no patient injury or medical intervention reported. This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.